Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. The data logs do not provide information relevant to this complaint / failure mode. The console was returned for investigation. Upon arrival, the console underwent testing, which revealed an issue during visual inspection. Two of the internal cables within the plug were found to be disconnected. Further investigation involved removing the transparent cover of the plug. This revealed that both the green and white cables were disconnected. The issue appears to be the insufficient length of the wire covering, which was not cut according to the specified maximum length of 1-1/8 inches (1.125 inches). This ultimately contributed to the inadequate wire covering, which was noticeably shorter than that of a properly functioning unit. The cables' outer sheath/jacket length was inadequate to prevent pinching at the plug, which is why the cord broke loose. The root cause of the issue was a defective ac power cord cable. E2 and e3 selections were inadvertently reported incorrect on the initial manufacturer device report number 1220648-2024-25241.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller had a damage power cable with exposed wire. There was no patient involvement at the time the damage was noted.